Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 9 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of 53 was recorded at 12:20:33 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 12:20:33 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 51 was recorded at 3:40:39 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 3:40:39 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:12:08 am date: (B)(6) 2020 iob: 2.66 time: 12:53:12 pm date: (B)(6) 2020 iob: 1.03 requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:06:33 am date:(B)(6) 2020 iob: 2.68 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 48 to 52 mg/dl were recorded at 9:35:39 pm to 10:00:39 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 9:35:39 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 8:06:21 pm date:(B)(6) 2020 iob: 0.77 requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 6:34:21 pm date: (B)(6) 2020 iob: 1.45 time: 6:57:47 pm date: (B)(6) 2020 iob: 1.59 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 41 to 52 mg/dl were recorded at 5:50:41 pm to 6:05:43 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 5:50:41 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 4:20:51 pm date: (B)(6) 2020 iob: 0.52 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 48 was recorded at 12:15:43 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 12:10:43 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:23:41 am date: (B)(6) 2020 iob: 2.63 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 5:45:46 pm to 6:00:46 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 5:45:46 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 12:15:08 pm date: (B)(6) 2020 iob: 0.10 time: 2:14:45 pm date: (B)(6) 2020 iob: 0.96 time: 4:38:09 pm date:(B)(6) 2020 iob: 1.72 requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 50 mg/dl was entered into the pump by the user on (B)(6) 2020 at 12:26:33 pm. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 11:50:48 am to 12:00:47 pm on (B)(6) 2020. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 12:25:47 pm to 12:40:47 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 11:45:49 am on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:31:16 am date:(B)(6) 2020 iob: 0.59 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 5:00:48 pm to 5:40:48 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 5:00:48 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) of 53 mg/dl was entered into the pump by the user on (B)(6) 2020 at 9:51:32 pm. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 8:55:46 pm on (B)(6) 2020. ¿ a user initiated tubing fill of size 10.18 units was observed at 7:52:39 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.